Event description:
A physician reported that, during surgery vitrectomy cutter of an ophthalmic operating system did not operate. Procedure details have not been reported. The surgery was completed on the same day by changing the settings and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).